Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced. The patient was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Final analysis found that the insulation was abraded at 51.0 cm to 51.5 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart. The damage found likely resulted in the reported noise.